Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive esc and act buttons due to moisture damage on keypad traces. No button error alarm noted. The electronic and motor assembly was inspected and no moisture damage was noted. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case on the display window corner and scratches on reservoir tube window.

Event description:
It was reported via a phone call that the customer received a button error alarm on the insulin pump. Customer stated that they pressed the button, scrolled down and resumed the insulin pump, however nothing was responding now. Customer's blood glucose reading at the time of the call was 155 mg/dl. Customer was advised that the insulin pump will be replaced.